Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2009. A subsequent revision was performed (B)(6) 2012 due to pain, tibial lucency and metallosis. The femoral and bearing were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Listed under possible adverse effects: "material sensitivity reactions." And "interoperative or postoperative bone fracture and/or postoperative pain." Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The tibial tray was also removed and reported to biomet (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00836 / 00837).

Manufacturer narrative:
Review of explanted device found a significant amount of scratches on the condyles of the femoral component. These scratches are consistent with damage caused by third body wear particles in the joint space. Root cause could not be determined.